Manufacturer narrative:
Information regarding suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510(k): den170015 . Investigation evaluation: a product evaluation was performed only by the photo provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. The report was confirmed with the photo provided. The photo shows the device separated at the weld seam along the top of the device and around the activation button. The on/off switch is in the "on" position. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of activation knob and/or handle breaking or cracking. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an upper endoscopy hemostasis procedure, the physician used two (2) cook hemospray endoscopic hemostats. [Regarding the first hemospray device], when the user hit the button to release carbon dioxide (co2), the handle popped apart (subject of this report). [A second] hemospray device was used unsuccessfully because the tip of the catheter plugged [clogged] while being advanced and could not be used. This occurred with the second catheter provided with the second device as well (see related emdr 1037905-2019-00149), but a third device [hemospray] was used successfully. The following additional information was received on 03/14/2019: they tried to spray the powder on the second [hemospray] (see related emdr 1037905-2019-00149), but nothing would come out of the tip of the catheter. They said they saw powder in the catheter. Nothing was noted at the end of the catheter. The technician helping with the procedure said she did not flush the endoscope channel with air prior to passing the catheter on either time. The staff and physician have been re-inserviced about hemospray. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.